Event description:
It was reported to MFR that a black piece of plastic that covered the prongs on the ac adapter cable had broken off, which made the hand held incapable of being plugged in to charge. A new cable was sent to the site and the hand held is now able to be charged with no add'l problems. Attempts to obtain the damaged cable have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.